Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem charging cable did not fit into the charging port of the pump. Reportedly, the cable was damaged; however, the customer was unable to specify the cause of the damage. The customer was able to charge the pump with an alternate cable. There was no reported adverse impact to the customer's blood glucose level.